Event description:
It was reported to medtronic minimed that the customer reported an issue with pump and the insulin pump battery did not last more than 1 week. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for low/short battery lifetime and found that the replace battery alarm was received. The customer was using aa lithium battery as recommended and tried a new aa lithium battery in the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 03/19/2025 13:50:01.000 03/23/2025 17:29:00.000 insert battery alarm was found on: 03/25/2025 14:55:32.000 replace battery alert was found on: 03/19/2025 23:21:00.000, 03/19/2025 23:31:00.000 03/24/2025 03:00:00.000, 03/24/2025 03:10:00.000 replace battery now alarm was found on: 03/19/2025 23:52:00.000 03/20/2025 00:02:00.000 03/24/2025 03:31:00.000, 03/24/2025 03:41:00.000 pump error 23 alarm was found on: 03/20/2025 00:03:04.000 03/24/2025 03:42:04.000 power loss alarm was found on: 03/20/2025 00:03:16.000, 03/20/2025 00:03:24.000 03/24/2025 03:42:14.000, 03/24/2025 03:42:22.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert and replace battery now alarm were expected since the battery in the pump is low on power. The customer had used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 03/23/2025 17:29:00 faster than expected at 3.73 days. Battery cycle 2 received the lowbatteryalert (104) on 03/19/2025 13:50:01 faster than expected at 3.72 days. Battery cycle 3 received the lowbatteryalert (104) on 03/14/2025 14:25:00 faster than expected at 3.86 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 25-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/22/2025 23:11:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on hw. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed the required testing except sleep current measurement. An intermittent high sleep current measurement, charge/battery lasts less than expected and unexpected battery power loss were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.